Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and doing well post operatively. The explanted devices will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7081283.

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and doing well post operatively. The explanted devices will not be returned due to hospital policy. Additional information received that the patient symptom was that patient was not feeling the stimulation bilaterally at the back.